Event description:
(2/2 reference (B)(4) for related complaints) (documenting pump) per medwatch mw5108092: inbound. Patient reports no disposable alarm with cadd legacy pump serial number (B)(4), cassette with 38 ml reservoir volume. No cassette information available. Switched to backup pump with no further issues. No further details provided.